Event description:
It was reported that the lifeband easily becomes loose from the back of the platform. This issue occurred with a lifeband that was not previously used. No adverse event reported.

Manufacturer narrative:
Zoll medical crop has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.